Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during set up for an unk procedure they dry fired the device and it would not open. No pt involvement. They completed set up with a new like device.